Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic tore on insertion into the eye. Lens was removed with no pt injury. Lens was cut to remove from the eye. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). (Other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4.